Manufacturer narrative:
(B) (4). Work order search. A work order search was performed and there were no similar complaints found. (B) (4).

Event description:
It was reported that the micl12.1 implantable collamer lens was implanted on (B) (6) 2008. On the eighteen month post operative follow-up form, the patient reported a loss of vision due to the development of a cataract. Additional information was requested from a health professional, but not yet received. If any additional information is obtained a supplemental medwatch will be submitted.